Event description:
It was reported that the patient cannot turn on and charge the ipg due to its lateral position. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.